Event description:
It was reported patient underwent a right knee arthroplasty on an unknown date with unknown product. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. All components were removed and replaced. Patient underwent a second revision procedure on (B)(6) 2014 due to a loose ssk screw. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number- unknown. Manufacture date ¿ unknown.